Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that when the customer woke up the insulin pump was dead. After they inserted a 3rd battery the insulin pump started working again. The caller reported they then received a weak battery alarm, unexpected restart alarm, signal too low alarm, and an insulin pump error alarm. The customer¿s blood glucose level was 230 mg/dl. Troubleshooting was performed. The customer's father reported that the insulin pump alarmed weak battery alert along with unexpected restart alarm, external ram error alarm and watchdog timeout alarm. They were advised to clear the weak battery alarm. The unexpected restart alarm was not recurring during normal use. Due to the insulin pump watchdog timeout alarm, the insulin pump did not return to normal function. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm, unexpected alarm and signal too low alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm, unexpected alarm, and signal too low alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.